Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left uterine cornua with embedded essure device"), device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included anemia. Concurrent conditions included amenorrhea, polymenorrhoea, excessive menstruation, vaginal bleeding, abdominal cramps, vaginitis, retroverted uterus, uterine fibroid, uterine leiomyoma, uterine cervix bleeding, dysmenorrhoea, vaginal candidiasis and bacterial vaginosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain") and complication of device removal ("multiple attempts made to remove the essure device but it was unsuccessful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, weight increased, anxiety, fatigue, pelvic pain and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, device dislocation, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coil - 3 and 2. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device". Most recent follow-up information incorporated above includes: on 19-jun-2018: events: "multiple attempts made to remove the essure device but it was unsuccessful, plaintiff did not undergo essure confirmation test", lot number, reporter added from pfs. Events: "left uterine cornua with embedded essure device ", historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left uterine cornua with embedded essure device"), device expulsion ("migration of essure device location of device: uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts made to remove the essure device but it was unsuccessful", device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included anemia. Concurrent conditions included amenorrhea, polymenorrhoea, excessive menstruation, vaginal bleeding, abdominal cramps, vaginitis, retroverted uterus, uterine fibroid, uterine leiomyoma, uterine cervix bleeding, dysmenorrhoea, vaginal candidiasis, bacterial vaginosis and painful urination. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, 3 years 8 months after insertion of essure, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery ((B)(6) 2013 (hysterectomy with bilateral salpingectomy)). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, device expulsion, ectopic pregnancy with contraceptive device, hypersensitivity, weight increased, anxiety, fatigue, menorrhagia, bacterial vaginosis and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain upper, pain in extremity and back pain had resolved. The reporter considered abdominal pain upper, anxiety, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil - 3 and 2 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: chronic cervicitis. Ultrasound scan vagina - on (B)(6) 2012: migration of essure device . On (B)(6) 2013 pathology test was done having result uterus, and bilateral fallopian tubes, hysterectomy ,with bilateral salpingectomy: cervix and endocervix: chronic cervicitis. Uterus: late secretary/early menstrual endometrium. Adenomyosis. Leiomyomata, measuring up to 2.0 cm. Weight, 227 grams, metal wire with strings present, consistent with, essure (gross identification). Fallopian tubes: bilateral fallopian tubes with no histopathologic, abnormality. Bilateral metal sterilization clips present (gross identification). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, abnormal vaginal bleeding, cramps, painful intercourse, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received event " abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, migration of essure device location of device: uterus, dysmenorrhea (cramping), stomach pain, back pain, leg pain " were added. Reporter and patient information added. Concomitant condition added. Lab data added. Outcome of event "pain and bleeding" were updated as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left uterine cornua with embedded essure device"), device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts made to remove the essure device but it was unsuccessful", device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included anemia. Concurrent conditions included amenorrhea, polymenorrhoea, excessive menstruation, vaginal bleeding, abdominal cramps, vaginitis, retroverted uterus, uterine fibroid, uterine leiomyoma, uterine cervix bleeding, dysmenorrhoea, vaginal candidiasis and bacterial vaginosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), anxiety ("anxiety"), fatigue ("fatigue") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, weight increased, anxiety, fatigue and pelvic pain outcome was unknown. The reporter considered anxiety, device dislocation, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coil - 3 and 2. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left uterine cornua with embedded essure device'), perforation ('perforation'), device expulsion ('migration of essure device location of device: uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia. Concurrent conditions included amenorrhea, polymenorrhoea, excessive menstruation, vaginal bleeding, abdominal cramps, vaginitis, retroverted uterus, uterine fibroid, uterine leiomyoma, uterine cervix bleeding, dysmenorrhoea, vaginal candidiasis, bacterial vaginosis and painful urination. On (B)(6)2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 8 months after insertion of essure. In (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain"), complication of device removal ("multiple attempts made to remove the essure device but it was unsuccessful"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain") and back pain ("back pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6)2013 (hysterectomy with bilateral salpingectomy) and to remove the essure implant). Essure was removed on (B)(6)2013. At the time of the report, the embedded device, perforation, device expulsion, ectopic pregnancy with contraceptive device, hypersensitivity, weight increased, anxiety, fatigue, complication of device removal, menorrhagia, bacterial vaginosis and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain upper, pain in extremity and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain upper, anxiety, back pain, bacterial vaginosis, complication of device removal, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil - 3 and 2 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2013: results: chronic cervicitis. Ultrasound scan vagina - on (B)(6)2012: results: migration of essure device. Diagnostic results: on (B)(6)2013 pathology test was done having result uterus, and bilateral fallopian tubes, hysterectomy ,with bilateral salpingectomy: cervix and endocervix: chronic cervicitis. Uterus: late secretary/early menstrual endometrium. Adenomyosis. Leiomyomata, measuring up to 2.0 cm. Weight, 227 grams, metal wire with strings present, consistent with, essure (gross idfentification). Fallopian tubes: bilateral fallopian tubes with no histopathologic, abnormality. Bilateral metal sterilization clips present (gross identification). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, abnormal vaginal bleeding, cramps, painful intercourse, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left uterine cornua with embedded essure device'), perforation ('perforation'), device expulsion ('migration of essure device location of device: uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia. Concurrent conditions included amenorrhea, polymenorrhoea, excessive menstruation, vaginal bleeding, abdominal cramps, vaginitis, retroverted uterus, uterine fibroid, uterine leiomyoma, uterine cervix bleeding, dysmenorrhoea, vaginal candidiasis, bacterial vaginosis and painful urination. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 8 months after insertion of essure. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), fatigue ("fatigue"), pelvic pain ("pain"), complication of device removal ("multiple attempts made to remove the essure device but it was unsuccessful"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain") and back pain ("back pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2013 (hysterectomy with bilateral salpingectomy) and to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, perforation, device expulsion, ectopic pregnancy with contraceptive device, hypersensitivity, weight increased, anxiety, fatigue, complication of device removal, menorrhagia, bacterial vaginosis and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain upper, pain in extremity and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain upper, anxiety, back pain, bacterial vaginosis, complication of device removal, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coil - 3 and 2 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: results: chronic cervicitis. Ultrasound scan vagina - on (B)(6) 2012: results: migration of essure device. Diagnostic results: on (B)(6) 2013 pathology test was done having result uterus, and bilateral fallopian tubes, hysterectomy ,with bilateral salpingectomy: cervix and endocervix: chronic cervicitis. Uterus: late secretary/early menstrual endometrium. Adenomyosis. Leiomyomata, measuring up to 2.0 cm. Weight, 227 grams, metal wire with strings present, consistent with, essure (gross idfentification) fallopian tubes: bilateral fallopian tubes with no histopathologic, abnormality. Bilateral metal sterilization clips present (gross identification). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, abnormal vaginal bleeding, cramps, painful intercourse, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. New reporter and explant date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), anxiety ("anxiety"), fatigue ("fatigue") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, hypersensitivity, weight increased, anxiety, fatigue and pelvic pain outcome was unknown. The reporter considered anxiety, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.